Manufacturer narrative:
Updated sections. (B)(6). (B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (B)(6) power supply customer left us an overnight voice mail asking about repair and warranty information. He did not specifically say it had gone down, but it was assumed because he provided a specific serial #.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply customer left us an overnight voice mail asking about repair and warranty information. He did not specifically say it had gone down, but it was assumed because he provided a specific serial #.